Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test failed. A pairing test was performed, and the test passed. A review of the share logs was performed and pairing failure was found within the investigation window. The allegation was confirmed. The root cause was determined to be a failed transmitter. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.